Event description:
Procedure type: inguinal hernia repair. According to the reporter: after removing the balloon from the patient, it was noticed that the seam was torn. When the laparoscope was re-inserted into the patient a small portion of the balloon was recovered and placed into a specimen container that will be returned with the defective product. Verified all pieces of balloon were recovered from the patient. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).